Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system would not boot up. There was no pt injury or death reported.